Manufacturer narrative:
Date of event & implant: only month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a venaseal procedure carried out in (B)(6) 2018. The IFU was followed during preparation, procedure and post procedure. The procedure was carried out without any issue. Some weeks later, it was reported that the patient returned to the physician and a reaction was noted on the treated vein. It was reported that the physician excised the vein that had been treated with the venaseal closure system.

Manufacturer narrative:
Additional information: the patient had a venaseal procedure carried out, in the great saphenous vein. The patient was treated with venaseal for an active open superficial leg ulcer. 4 weeks post procedure the patient returned to the physician and a reaction was noted on the treated vein. Photographic evidence showed, clear swelling and skin breakdown over the area implanted with the venaseal. Swabs of the area showed a staphylococcal infection diagnosis. Antibiotics and compression were prescribed. Following a discussion, the physician reported a slight possibility that bacteria could have been passed from the active leg ulcer to the venaseal catheter tip and then internally, causing this reaction. The patient has been discharged from hospital and the venous leg ulcer healed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.